Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed due to a bad charged coupled device. During evaluation, it was observed, bad plug unit/video connector was found. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd autoclavable camera head was not working. It was unknown if the reported issue occurred during procedure or prior to procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the camera head has become inoperative due to charge coupled device (ccd) failure. The cause of the ccd failure could not be identified. Olympus will continue to monitor field performance for this device.